Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4: UDI: as the specific catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath and the patient experienced pericardial effusion that required pericardiocentesis. The patient also experienced complete heart block that required pacemaker insertion. Patient had an effusion that needed to get tapped (pericardiocentesis) after the procedure. When they were going transseptal, no catheters were in the body other than ice (soundstar) at that point, the patient went into complete heart block. The heart block recovered after the procedure. It was noted that the transseptal was difficult, they went over to the left atrium, they mapped, they ablated, and they checked for an effusion after the case and there was not one. The patient's pressure dropped in recovery. In recovery the patient had a pericardial effusion (confirmed on ice) and had to be tapped and they had to put a pacemaker in because the patient went back into complete heart block. Physicians opinion is that it happened during transeptal puncture and also patient related due to tough anatomy. Transeptal with a vizigo sheath and a baylis nrg needle. Ablation was performed, effusion was not noted during procedure or immediately after but only via echo a few hours after procedure. There was no evidence of steam pop. No error messages. Patient has fully recovered but required a few extra nights in the hospital to recover.